Event description:
Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn not provided, lot not provided, reader sn (B)(4)). Customer did not mention if repeat cue tests were performed. On (B)(6) 2022, customer tested positive with 2 rapid antigen tests (brand not specified). The customer also received 2 negative rapid antigen results on (B)(6) 2022 (brand not specified). The customer had symptoms at time of testing.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative result. Investigation could not be completed due to lack of information. Lot number and cartridge serial number not provided.